Manufacturer narrative:
Parts were ordered by the user facility to repair this reported issue.

Event description:
It was reported that the scale was not functioning properly. No adverse consequence reported.